Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were {update/corrected} updated: d4; g3; h2; h3; h4; h6 component code: mechanical (g04) ¿ stem no product was returned or pictures provided; visual and dimensional evaluations could not be performed. Unable to confirm complaint. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. Initial medical records were provided and reviewed by a health care professional. Review of the available records identified the following: spinal anesthesia with sedation posterior approach. Cementless, good rom. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information at the time of this report.

Event description:
It was reported patient underwent an initial right hip arthroplasty. Subsequently, the patient had presented with hip pain, due to fractured calcar and was revised approximately 1-month post-implantation. Patient had no issues at 2 week follow up. No fall recorded. It was reported that no further information was available for this event.

Manufacturer narrative:
(B)(4). D10: cat# 110010244 lot# 66118281 g7 osseoti 3 hole shell 52mm e; cat# 650-0662 lot# 3168029 delta ceramic fem hd 36/+3mm; cat# 010000857 lot# 7351408 g7 neutral e1 liner 36mm e. G2: foreign: australia. The customer has indicated that the product will not be returned to zimmer biomet for investigation as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.